Manufacturer narrative:
(B)(4). The device was received by baxter for eval. Keypad malfunctions were obvious during the product eval. The following keys were found inoperable: #2, #3, ( . ), #4, #5, #6, #7, #8, and #9 key caused by a failed keypad. When attempting to navigated through care area/drug selection, and attempted to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #3 key would occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 13 will be displayed, alphabetically: when the "abc" key is pressed, ag will be displayed interfering with mdl drug searching opportunities). The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
The customer reported that pump serial number (B)(4) has a bad keypad. There was no pt injury reported. No further info was available.